Event description:
On 27-nov-2024, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a 50 year old male patient with a non healing surgical wound. There was no additional patient information available at the time of this report. Method date collected tested result (mg/dl) sample I-stat (B)(6) 2022 1307 1309 >2.0 wb beckman ni. 1.8 ni there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 16-dec-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a24253.